Event description:
It was reported that this right atrial lead exhibited farfield oversensing. Reprograming options and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported.